Event description:
Pt had indwelling bard foley catheter in place. When staff went to remove it the balloon would not deflate. Urology team had to insert probe up urethra to pierce balloon to allow removal of catheter.